Manufacturer narrative:
Insulin flow blocked alarm was not noted during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Successfully downloaded history files and traces using thump and no delivery alarms were not noted in the history files or traces. All buttons were tested and no unresponsive buttons were noted. After peeling off keypad overlay, no damages to keypad traces were noted. Proceeded by cutting unit open to perform visual inspection. No moisture damage was noted to electronic stack. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The customer¿s alleged insulin flow blocked alarm/no delivery alarm was not confirmed during testing or in the history files. Allegations of keypad anomaly were not confirmed when all buttons were responsive, and no damages were noted to keypad traces. Pump passed the required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced intermittent insulin flow blocked alarms and, at times, stalling when pushing a button on the insulin pump. The customer reported no adverse event. The event involved products mmt-342, unomedical, and mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-342, unomedical, and mmt-1884l.